Event description:
Same patient as MFR. Report #: 6000093-2005-00274. Same case as MFR. Report #: 6000093-2007-00224. Clinical trial. It was reported that 370 days following the index procedure, the patient required a target vessel reintervention. At the time of the index procedure, the patient was admitted from another hospital with a diagnosis of acute anterior wall myocardial infarction. ECG demonstrated "sinus bradycardia with q waves noted in leads iii and a vf with flattened t waves in leads v5 and v6". The patient was referred for cardiac catheterization. Target lesion 1 was located in the proximal rca (right coronary artery) with 100% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilation and placement of a 3.5x20mm taxus express2 drug eluting stent, with 0% residual stenosis. It was decided to treat the mid lad (left anterior descending) at a later date. Post-procedure, the patient developed a right groin hematoma. The patient reported a 'burning' sensation at the site; no paresthesias in the lower extremities and no echymosis were noted. The patient was transferred to the coronary care unit for further evaluation. The patient's hematoma stabilized and she was discharged five days later on asa and plavix therapy. Nineteen days ater the initial procedure, the patient returned for a staged procedure to the mid lad. Target lesion 1 was located in the mid lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with ptca and placement of a 2.5x16mm taxus express2 drug eluting stent, with 0% residual stenosis. Per cath report, 70% stenosis (proximal to the previous stent) in the proximal rca was noted and a 3.0x8mm taxus express2 was deployed in the proximal rca overlapping with the previously placed stent with 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient was admitted to the hospital 370 days following the index procedure with symptoms of chest discomfort. Upon admission, ECG showed nonspecific inferior wall st changes. Cardiac enzymes were negative. Another manufacturer's 3.5x13mm drug eluting stent was deployed in the mid rca with 0% residual stenosis. The patient was discharged the next day on asa and plavix. It was reported that the relationship of the device to this event was unknown.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.